Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine using a 25g 1/2" cannula (non allergan needle). One side was done and while injecting the patient on the 2nd side, the plunger broke when the plunger was being pressed to inject. There were no injuries.